Event description:
During annual inspection of the evis exera ii duodenovideoscope, the olympus service center found foreign material in the forceps elevator of the scope due to insufficient or incorrect reprocessing. This report is being submitted for the event found during inspection. There was no patient involvement.

Manufacturer narrative:
During inspection and testing of the device, the following defects were found: bending section cover or distal sheath (black covering of the bending section) adhesive detached, wrinkle and scratch on connecting tube, scratch/tear/chip on the boot(protector), scratch on scope connector cover, scope cylinder shaved, scratch on distal end cover, worn out angle wire, and foreign material was found in the forceps elevator due to insufficient or incorrect reprocessing. All the device faulty parts were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and g3 of the initial medwatch. Correction to g3 of the initial medwatch. The aware date should be 21-feb-2022 (utc). Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. Adhesive on the bending section rubber is detached. Connecting tube has a wrinkle and a scratch. Image guide protector is shaved. Cover has a scratch. Grip has a scratch. Suction cylinder is shaved. Switch has a scratch. Connector has a scratch. Due to wear of angle wire, bending angle in all directions does not meet the standard value. The device cover has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.